Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The difficulty deploying the stent could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was a crossover from the right groin to the left side to treat a mildly tortuous, narrow, moderately calcified, and 100% stenosed mid femoral artery. Pre-dilatation was performed with a 5 x 80 mm fox cross balloon catheter. A non-abbott stent was placed in the proximal portion of the lesion. A 6 x 100 mm absolute pro was advanced to the distal part of the lesion without issue. When an attempt was made to deploy the stent, there was a cracking noise when the thumbwheel was turned two times. The stent was not fully deployed, so the delivery system was pulled back successfully deploying the stent in the target lesion. When the delivery system was removed from the anatomy it was observed that 8 cm of the distal shaft was separated and remained in the patient fixed to the stent implant. There was flow through the stented area; therefore, no additional intervention was performed. The patient is doing fine. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: terumo advantage; sheath: destination sheath. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.